Event description:
It was reported that the pt underwent a sling procedure on (B) (6) 2007. The pt experienced complications including erosion, pain, additional surgeries, and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.